Event description:
It was reported that the patient was approaching replacement due to normal longevity. As part of the process, the managing physician checked the catheter to make sure there were no issues; however, the physician was unable to aspirate the catheter via the catheter access port (cap). The physician then sent the patient for magnetic resonance imaging (MRI) and saw what he believed to be a granuloma. It was noted that the physician had attempted to aspirate from the cap a couple months prior to the report and had problems at that time as well. The device system delivered dilaudid. It was later reported that the inflammatory mass was at the tip of the catheter. The reporter was unsure of the cause but due to being at the catheter tip the reporter stated ¿it¿s safe to say the pump therapy was the cause¿. It was indicated that a computed tomography (CT) scan had also been performed as troubleshooting. The reporter stated that it was his understanding that the patient did not have any physical symptoms, but the inflammatory mass was suspected after the physician could not aspirate the cap. The physician was to begin reducing the patient¿s dose.

Manufacturer narrative:
Product ID 8709, lot# l77603, implanted: 2000 (B)(6); product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a granuloma formed at the tip of the catheter. It was stated the pump was at end of life, the rate was decreased and the pump was to be explanted. It was stated the granuloma was on the CT scan and pump check, and it was related to the catheter issue. It was noted the mass was diagnosed on 2014-(B)(6). It was unknown if the catheter would be reused or explanted as well.